Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion sets leakage events on (B)(6) 2024 and (B)(6) 2024. The leakage was in the tube from coupling housing. The infusion set was in use for two days. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 2. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.